Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient faced several bent cannula issues due to which the patient experienced diabetic ketoacidosis, high blood glucose level and high level of ketones that was identified to be dangerous/life threatening by health care professional. At the time of this event, patient's highest blood glucose level was over 600 mg/dl. The patient did bolus using the pump and was then admitted to the hospital. The patient received insulin intravenously and a potassium drip in the hospital, which resolved the issue. The infusion had been in use for less than a day. There was no damage noticed when the package was first opened. The patient was hospitalized for two days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.